Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_ens_stimulator, product type: external neurostimulator product ID 97740, serial# (B)(4) , product type programmer, patient.

Event description:
The patient reported that their programmer is not powering on. Through troubleshooting, it was determined that the programmer is able to power on after the batteries were replaced. The patient connected with the programmer, which showed their implant battery was low. Patient services reviewed that the implant battery needs to be charged soon. The patient then connected with their recharger, and started a recharging session with full coupling. The patient stated that they thought the battery would last longer in between charging sessions. Patient services reviewed that it depends on usage and settings. The patient mentioned that they can¿t go to sleep with their stimulation on, because it is too high. They noted that their back hurt when getting out of bed the morning of the report. The patient added that they can feel the stimulation when they laugh. They also noted that both of their shoulders hurt because they are worn out from having to lay on their sides due to the implant. It was noted that prior to being implanted, the patient had a broken shoulder. The patient stated that they were implanted to treat fibromyalgia and lower back problems. They also mentioned that their memory is not that great, and they are on medication. They indicated that their memory issue is unrelated to their device and therapy. The patient noted that ever since their trial, their hands started bothering them, didn¿t work like they used to, and their left thumb felt like it was ¿bone on bone.¿ the patient was to follow-up with their healthcare provider. No further complications were reported. The patient was implanted for non-malignant pain and radiculopathy.